Event description:
Information received from the affiliate states that this male patient was presented to the interventional lab for repair of a lesion located in the superficial femoral artery (sfa). The vessel was described as moderately calcified, and a stenosis of 50%. The information states that the product was prepared as per the IFU. A guidewire was inserted across the lesion via a sheath introducer, with no difficulty. The product was advanced to the lesion over the guidewire through the sheath introducer and the balloon was inflated using the indeflator (brand: unknown). But the balloon ruptured at an unknown pressure. The physician carefully removed this balloon and used another balloon to successfully complete the procedure.

Manufacturer narrative:
The product will not be returned for evaluation and testing.